Manufacturer narrative:
(B)(4)

Event description:
Medical records were received from the patient's treatment facility. Medical records indicated the patient was admitted to the hospital twice. Follow-up with the patient's peritoneal dialysis (pd) nurse reported the patient was hospitalized and diagnosed with fluid overload. The patient was admitted on (B)(6) 2016 and discharged on (B)(6) 2016. The patient's nurse who reported the patient was seen by a cardiologist to rule out any underlying cardiac reason, however there was no cardiac issue to explain the fluid overload. The patient has chronic lymphodemia and had fluid that was third spacing which caused her to become dehydrated.

Manufacturer narrative:
Clinical review of the medical records reveal no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s hospitalization for shortness of breath or fluid overload.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the product and the patient event.